Manufacturer narrative:
(B)(6).

Event description:
It was reported that jailing and crushing of stent occurred. In (B)(6) 2020, subject indicated qualifying conditions was multivessel disease and subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in proximal left anterior descending artery (lad) extending to left main coronary artery (lmca) with 90% stenosis and was 28mm long with a reference vessel diameter of 4.5mm and was treated with direct placement of a 4.50mmx32mm synergy drug-eluting stent (des). Following post dilation, residual stenosis was 0%. In addition, non-target lesion was also treated located in mid lad with the placement of 3.0 mm x38 mm synergy des. However, during index procedure, a jailing was noted in om2 post implantation of 3.0x38mm synergy des in over lapping fashion, a 4.5x32mm synergy des was placed in lad extending to the lmca. However, repeat intravascular ultrasound (ivus) showed excellent stent apposition appropriately sized stents and no proximal and distal edge dissections. No loss of side branch or embolization was noted post intervention. Post procedural timi flow was noted to be iii. The subject was also planned for staged procedures to right coronary and circumflex arteries for complete revascularization. On the following day, subject was discharged on dual antiplatelet therapy. Seven days later, post index procedure, the subject returned to the cath lab for planned staged intervention. Coronary angiography revealed severe distal stenosis before the take-off of the posterior descending artery (pda). Right-pda revealed focal severe proximal stenosis. Right posterolateral artery (rpl) revealed severe stenosis at the bifurcation involving both branches. The non-target lesion located in 1st rpl was treated with 2.25x18mm non-bsc drug-eluting stent. Non-target lesion located in r-pda was treated with the placement of 2.50mmx16mm synergy stent with 1-2 mm struts hanging in the distal right. At the same time a 3x38mm synergy stent was placed distal to the r-pda. After that, there was crushing of posterior descending artery stent by 3.00mm synergy stent deployed in proximal segment. Then the crushed stent was post dilated with 3.0mm noncompliant balloon, followed by 4.00mm balloon in the proximal segment. The posterior descending artery was rewired and the struts were dilated with 2.0mm complaint balloon. Kissing balloon inflations were performed using 2.5 noncompliant balloon in the posterior descending and 3.00 mm balloon in the posterior lateral branch and the non-target lesion located in distal right coronary artery was treated with the placement of 4.0mmx38mm, 3.0mmx28 mm synergy stents and placement of 16mm in length synergy stent. Ivus was then repeat and revealed excellent stent apposition of all stents without any dissection with no further complications were noted. A week later, second planned staged procedure was performed and during procedure, non target lesion located in proximal left circumflex artery extending to om1 was treated with the placement of synergy stent of diameter 2.50 mm. Site is yet to confirm the length of the stent. No further information is currently available.